Event description:
The customer reported 5cc bluish fluid leaked under the blood sampling valve (bvs) during startup. Coulter coulter lh 750 hematology analyzer station is the instrument associated with this event. The leak was not contained within the instrument. Bsv may have the presence of blood, controls, clenz, and diluent while in operation and cleaner while in shutdown. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment attributed are associated with this event. Patient results were not affected by this event. The customer reviewed the msds and the facility does have a risk management / exposure control plan is in place. On (B)(4) 2012, a field service engineer (fse) was dispatched and found the instrument leaking cleaner and diluent from tubing through vl41 (flowcell reverse flush) to fitting 183. Flowcell waste consists of blood, diluent, lh series pak and lh series retic pak reagents during operation and cleaning agent at shutdown. The differential module was recently replaced and the tubing appears to have tool marks, which may have caused the leak. The cut was located at the end of the tubing where it fits over the metal fitting. Service activity performed is verified to meet the specified requirements per established procedures. Results meet published performance specifications. The cause of the event was damaged tubing.

Manufacturer narrative:
(B)(4).